Event description:
It was reported that there were two occurrences of system error 322 in the ICU which resulted in a delay in therapy. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter did not receive and was not able to evaluate the device. When the device is identified or received and evaluated, a supplemental report will be submitted.